Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device did not correctly pace a patient. There was no report of harm to the involved patient.